Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during an unspecified step of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient restarted therapy using new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.